Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal morphine 30 mg/ml at 13.6 mg/day via an implanted pump for non-malignant pain. It was reported a flipped pump was confirmed. The hcp was unable to communicate with the pump using the a810. It was unknown if there was a suture/securing issue. It was noted the pump was implanted on (B)(6) 2019 and had been successfully refilled once prior to the date of this report. The hcp was unable to read the pump. Upon further investigation, the patient reported she had been sick and coughing and noticed it felt like her pump was moving. The hcp was able to manipulate the pump slightly and got the communicator under the pump, where it successfully read. The hcp then confirmed that the pump was flipped and was calling the managing physician for further steps. It was reported in (B)(6) policy she was not allowed to manually flip the pump. The patient noticed this about "a week and a half ago ((B)(6) 2019)." Intervention had not been completed and the reporter was to follow up with the hcp. No further complications were reported/anticipated or expected.